Manufacturer narrative:
The insulin pump was unable to perform displacement test due to missing retainer. The pump was received missing reservoir tube o-ring, cracked reservoir tube lip, scratched case, pillowing keypad overlay, cracked case behind the pump near the battery tube compartment and broken battery tube threads. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the part next to the battery has been broken. The battery cap does not lock anymore. The customer's blood glucose reading was 11.3 mmol/l. The insulin pump was returned for analysis.